Manufacturer narrative:
Device is a combination product. (B)(4). Promus premier ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Damage was noted to the post proximal stent strut row; struts were lifted and bent back in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip revealed no issues. No other issues were identified during analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred during unpacking of a 38 x 2.75mm promus premier stent, the stent strut was noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.